Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only a main coil was returned for this complaint. The coil was found kinked and stretched. The zap tip has a smooth surface. The interlocking arm was detached and it was not returned. Dimensional inspection of the zap tip od, primary coil od and distal fiber bundles were within specifications. There were missing proximal fiber bundles.

Event description:
Reportable based on device analysis completed on 21 jul 2020. It was reported that the coil could not be pulled or pushed. The target lesion area was located in the upper gastrointestinal tract. A 8mm x 20cm interlock-35 embolic was selected for a transjugular intrahepatic portosystemic shunt. During the procedure, the coil was deployed but the position was poor. It was further reported that the device was once deployed but the deployment location can not cure the patient, so adjustments were done twice but it could not be pulled nor pushed. It was tried several times, the coil and the catheter were simply pulled out of the patient's body. Then, it was noted that the interlocking detachable arms were kinked. The procedure was completed with another of the same device. No patient complications reported and patient was stable post procedure. However, device analysis revealed a detached interlocking arm and missing fiber bundles.